Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized. The treatment for peritonitis consisted of unspecified antibiotics (dose, route and frequency not reported). The last dose of antibiotic therapy was reported to have been 10 days after the receipt of this report. The outcome of the peritonitis was not reported. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.